Manufacturer narrative:
(B)(4) . Evaluation summary: the reported condition of a colleague infusion pump with an 813:01 alarm was confirmed during product evaluation. The root cause of this condition was assigned to a cascade error from failure code 803:07, which was found in the pump's event history. The end cause of the cascade failure was a clamp sensor error. The slide clamp sensor was cleaned to address the cascade failure. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump with a 813:01 alarm. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.